Manufacturer narrative:
The suspect unit is expected to return for investigation. A follow up will be submitted when the evaluation is complete.

Event description:
After opening the package the stent delivery device was found to be occluded.

Manufacturer narrative:
The complaint device was not returned therefore, a comprehensive investigation could not be performed. The complaint is unconfirmed. A search of the complaint data base was performed and found 4 similar complaints for this lot number from the same customer. The device history record was reviewed and no exceptions documents were found.

Event description:
After opening the package the stent was found to be occluded.